Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test sterile water was injected in the foley catheter, but water leaked out and confirmed that the balloon was damaged.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. First photo sample shows top view of catheter with syringe. The second photo sample zooms in on end of catheter with a ruptured balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted 1 three-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.4130) on the return sample. This does not meet specification which states "balloons shall not burst when inflated to minimum burst volume". No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: contents temperature sensing catheter with bard® hydrogel and bacti-guard®* silver alloy coating water-soluble lubricant closed drainage bag (complete care® type) syringe prefilled with sterile water bardr10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test sterile water was injected in the foley catheter, but water leaked out and confirmed that the balloon was damaged.